Manufacturer narrative:
H4: the lot was manufactured between june 17, 2021 - june 18, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a leak that was caused by the detached tubing at the junction of the flow restrictor. The reported condition was verified. The cause of the leak was due to the detached tubing at the junction of the flow restrictor, however the cause of the detached tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end luer lock of a large volume infusor came off and resulted in a leak. This issue was discovered prior to patient use. The device was filled with piperacillin / tazobactam 13500mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.